Event description:
It was reported that this pacemaker had entered safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this pacemaker had entered safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned.